Event description:
This incident occurred in (B)(6). (B)(4). Client being transferred in floor lift. Client experienced a cardiac event at the time of the transfer. Staff reportedly panicked and tried to use the emergency down feature located on the lifts actuator. Pulling up on the red tab did not result in lowering of the client. Staff ended up cutting the sling in order to remove client from the lift. It is not believed that the lift malfunctioned. Up and down controls work. The manual emergency down did not perform/work as expected. The dealer (B)(4) returned the lift to their warehouse and a (B)(4) staff member was not able to engage the manual emergency down. Client being transferred passed away due to cardiac event.

Manufacturer narrative:
Eval summary: the lift was evaluated on (B)(4) 2013 and the emergency down was found to be functional as we were able to lower the boom with a minimum of 100 lbs applied. The other emergency lowering in the control box was also functioning correctly. Root cause: we believe that it is possible that the staff expected the emergency down to be of the same speed as when the hand control or buttons in the control box are used. We will be reviewing our final testing procedures in mfg to ensure that the emergency down is able to not just lower the weights when at max load (currently done) but also when loads of for example 150-200 lbs are applied.